Event description:
The sc9000 did not initiate an asystolic alarm. There is a display of the ECG curve, however no qrs complex. One can only see the p wave. There was a bradycardic alarm. This has been happening ever since the ve0.5 software was changed. It is also no longer possible to turn off the acoustic alarm. It is locked.